Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported peeled was unable to be confirmed however there was noted torn polymer. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the completely occluded anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the noted bent core and ultimately resulted in the reported peeled/noted torn polymer. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional ht command guide wire referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a completely occluded lesion in the tibial vessel. Resistance advancing a ht command es guide wire through a guiding catheter was felt. Resistance removing the guide wire was felt with the anatomy. The guide wire was removed and 3 inches of the tip were missing. The tip became embedded in the calf muscle and is not in the vessel. A second ht command es guide wire was advanced; however, resistance with the anatomy was felt. The guide wire was removed and it was noted that the black polymer jacket was peeling. The procedure was successfully completed with the deployment of an unspecified stent at an unknown location. There was no clinically significant delay in the procedure. No additional information was provided.